Manufacturer narrative:
This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 32-year-old male with abnormal liver function. On (B)(6) 2022, hcv result was 0.54 s/co (nonreactive) before hemodialysis. On (B)(6) 2022, hcv testing was performed and generated hcv: initial result: 1.52 s/co (reactive) and repeat testing: 1.45 and 1.51 s/co (reactive). The sample was tested by hcvrna method and generated a positive result therefore the customer was suspicious of the negative result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the complaint issue. In-house testing was completed using a retained kit of the complaint lot. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The device history records were reviewed and did not identify any non-conformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I anti-hcv reagent lot 34074be01 was identified.

Manufacturer narrative:
D4 - lot no: initial: unknown / updated: 34074be01.